Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 implanted: (B)(6) 2008. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing. It was noted there was intermittent t-wave oversensing (twos) occurring leading to inappropriate shock. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks as a result of t-wave oversensing (twos) on the right ventricular (rv) lead and the device inappropriately sensing and detecting twos. The implantable cardioverter defibrillator (ICD)&#1473;s reprogrammed and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.